Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 2 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to recurrent endocarditis with root abscess. Per the op report, the female patient had a repeat replacement of the root performed two months previously for prosthetic endocarditis with extensive abscess formation on the root. Following almost complete recovery from the lengthy and complicated procedure, a relapse of the root abscess was again diagnosed. Once again, therefore, there was the indication for urgent surgical reconstruction. A somewhat infected-looking haematoma was found in the region of the native left coronary sinus. Dehiscence between the prosthesis and the anterior mitral valve ring was again found in the region of the native commissure between the left coronary and the non-coronary pouch. The device was replaced with a new edwards bioprosthetic valve. The patient was reported to have tolerated the procedure well. The surgeon also indicated that there was no malfunction of the explanted valve.

Manufacturer narrative:
Device not returned. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Furthermore, the surgeon has indicated that the infection source of from the aortic root; there was no malfunction of the explanted valve. Unfortunately, the root cause of this event cannot be confirmed without the sample device. No further actions are possible with the available information.